Manufacturer narrative:
The part was returned or further investigation and found that a loose connection within the da-mc cable resulting in spi bus failure.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.